Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 163 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. The customer reports insertion of the sensor on (B)(6) 2017 in the afternoon. The customer says sensor glucose verses blood glucose sensor difference started after first calibration. Troubleshooting was completed and found the sensor alarmed calibration now, but did not except it. The customer¿s current blood glucose level is 270 mg/dl due to the unexpected suspend and the customer treated with an insulin injection.